Manufacturer narrative:
The customer reported that the alleged issue was due to the design of the wake button and was not due to a failure of the device. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently unresponsive. The customer's blood glucose level was 319 mg/dl. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Reportedly, the pump would continue to be used for insulin therapy.